Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the blower assembly and blower motor controller board. The device was returned to full functionality.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement.